Manufacturer narrative:
Corrected section b-5 - describe event or problem corrected b-5 to reflect the correct updated information internal complaint number: (B)(4). Autonumber: (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was completely intact with no sign of peeling. The heater wire was slightly flexed away from the center of the hot jaw without detachment. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as returned, the reported failure mode ¿peeled; jaw¿ was not confirmed but confirmed for analyzed failure mode ¿material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip fell apart, where small piece of plastic shredded off a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip fell apart a replacement device was used to complete the procedure. The hospital did not report any patient effects.